Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three of four, while the hp was connected. It was determined that there was a loose connection between the empty supply bag and the supply line. The technical service representative (tsr) had the hp cycle the power to the hc to end the therapy. The hp was able to end the therapy for that night. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The loose connection between the supply bag and the supply line is a known cause of a system error 2240 alarm. However, the cause of the loose connection could not be determined as no device was returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.